Event description:
It was reported that during an unknown procedure the clip applier would fire, but the clips would not clamp around tissue. They would not approximate. We tried a few firings and had to retrieve them. Opened another clip applier with a different lot number and it worked fine. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. B3: event year only reported: 2026. D4 batch #: unknown . Additional information was requested and the following was obtained: I confirmed the device was being used correctly as per the IFU with clips being preloaded into the jaws with a 1/3 handle closure. The surgeon watches the clips load with the camera so is confident they are loading properly, just not closing tight on the tissue/vessel. Did device drop or eject clips? No. Did the clip not hold on the vessel or tissue once placed? They did not. Was there a patient consequence? If yes, how was the issue addressed? No, misfires were observed and clips were reapplied. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.